Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was not reported. The patient was hospitalized. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a4, b2, b3, b5, b6, b7, d10 and h6. B5: upon follow up, it was reported on the same day of peritonitis diagnosis, the patient also experienced cloudy effluent, abdominal pain and temperature (fever). The patient was treated with gentamicin 0.6 mg/kg (60 mg, stat, intraperitoneal, discontinued), vancomycin 30 mg/kg (2.9g/every 5-7 days, intraperitoneal, discontinued) and again gentamycin 0.6 mg/kg (40 mg, daily, intraperitoneal, discontinued) was reintroduced. It was reported the patient got hospitalized after fungal growth. The cause of peritonitis was unknown. At the time of this report, the patient recovered from events. Should additional relevant information become available, a supplemental report will be submitted.